Manufacturer narrative:
(B)(4). Batch # t5e20t. Device analysis: the analysis results found that a sr75 reload was received with both gripping surfaces damaged. The reload was received unfired and the swing tab was in the unlocked position. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, cartridge was broken off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.